Manufacturer narrative:
Update to d9, h3, and h6: after further investigation, it has been determined that a sample was returned and evaluated by the manufacturer on 1/16/2026. The investigation involved testing of the actual/suspected device, trend analysis, and analysis of production records. The investigation confirmed the presence of inappropriate material, as evidenced by consistent black particulate matter suspended in the liquid; however, the specific source of the material could not be determined, and the cause remains unestablished. If any additional relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
It was reported that the pa will draw up medication using the 18g needle and 10cc syringes from the kit, and tiny black particles will break apart from one of those two items and end up floating in the syringe. The pa will inspect the syringe for the floating particles and, if present, will discard both the syringe and the needle, then draw up with a brand new one from a separate box. No reports of serious injury or medical intervention. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed

Event description:
It was reported that the pa will draw up medication using the 18g needle and 10cc syringes from the kit, and tiny black particles will break apart from one of those two items and end up floating in the syringe. The pa will inspect the syringe for the floating particles and, if present, will discard both the syringe and the needle, then draw up with a brand new one from a separate box. No reports of serious injury or medical intervention.

Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigation involved communication/interviews, trend analysis, an analysis of production records. The device was not returned. The investigation visually confirmed the presence of black particulate, but the cause remains unestablished. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.